Event description:
Subsequent to the initially filed report, additional information provided: two proglide devices were used successfully, without issue, in the left common femoral artery for impella heart pump insertion. Arteriotomy closure of the right common femoral artery (rcfa) was achieved using one proglide device via a 7f sheath after percutaneous coronary artery intervention. Reportedly, after proglide closure in the rcfa, manual pressure was applied due to tissue track oozing. Post procedure, a hematoma was noted and treated with manual pressure. The hematoma persisted until discharged when found to be healing adequately. There was no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
Incident information was reviewed; however, there was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effect of hematoma is listed in the perclose proglide instructions for use as a known adverse event associated with use of suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. B1: product problem removed d4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. H6: medical device problem code 4001 removed.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an puncture closure of a right femoral vessel was attempted using three proglide devices relative to an interventional coronary heart pump procedure. Reportedly, the proglide sutures did not achieve hemostasis. Manual arterial compression was used to achieve hemostasis. Post procedure, a hematoma was noticed. The hematoma persisted until discharge when it was found to be healing adequately. No treatment was reported. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.